Manufacturer narrative:
A distal percutaneous lead replacement was performed on (B)(6) 2017 and approximately 15.5 inches of the percutaneous lead was returned for evaluation. Rescue tape was observed on the majority of the percutaneous lead. Upon removal of the silicone sleeves, metal braided shield breakdown was noted approximately 2.5 inches from the metal connector. The percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the percutaneous lead did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The percutaneous lead was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The center submitted a system controller log file dated from days 2243 hours 19 minutes 28 through days 2253 hours 22 minutes 42 for review. All of the captured events were routine power source exchanges. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 3 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the percutaneous lead (driveline) had exposed shielding. No alarms occurred. A cosmetic driveline replacement was completed on (B)(6) 2017. The patient was asymptomatic. No further information as provided.